Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the internal hybrid layer capacitor (hlc) batteries had depleted due to excessive device on-time. The device had accumulated 10.4 hours of on-time due to numerous user power on cycles and charge pak removals/installations. It was also noted that the charge pak assembly which was installed in the device had been previously linked to another device; therefore it would not charge this unit. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4) physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.